Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges pain, physical injury, bodily impairment and elevated metal ion levels. Revision reported to be scheduled for (B)(6) 2014. Update rec¿d (B)(4) 2014 - medical records received. Patient was revised to address stem loosening. Upon revision a pseudotumor was found. The femoral stem is now being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.we have found the stem is a competitor stem and this report is being rejected.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or review of device history records was not possible as the necessary product/lot code combination was not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified.